Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.